Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was exhibiting noise on the right ventricular (rv) lead. Further review noted the noise was on both the shock and pace channel and it was being oversensed which caused inappropriate atrial tachy response episodes. High shock impedances of 115 ohms were also observed. The lead was suspected to be fractured. The products have been explanted and replaced at this time. The fracture was not confirmed. No additional adverse patient effects were reported.